Event description:
I am (B)(6), had mentor smooth surface sub muscular saline implants back in (B)(6) 2003. Since implantation many things have occurred. Not because of age either. Weight gain, two cervical disc implants, spinal l4/5 fusion, s1 partial discectomy, hypothyroidism, restless leg syndrome. Insomnia, heat intolerance, sensitivity to sun, unexpected falls, numbness and tingling in legs, feet, hands. Severe recurring pain in chest (feels like I am stuck to ribs). Severe breast rashes, latex allergy. Occasionally white flecks of light cross my vision. Ms sclerosis, degenerate disc disease, chronic inflammation.